Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen display was difficult to see. Reportedly, the touchscreen display had vertical lines on the left side of the display. Customer¿s blood glucose was 127 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.